Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported that there is a hole in the tube, below the handle part that connects to the part that goes into processor involving an olympus bronchofibervideoscope. The issue occurred during a diagnostic bronchoscopy procedure. However, the procedure was completed with the same device. There was no patient injury reported.